Event description:
It is reported that the inserter/extractor was unable to remove the stem after multiple attempts. The surgeon used various bone tamps and other instruments to get the stem removed.

Manufacturer narrative:
Eval summary: the inserter/extractor had an approximate field age of 1 year and 5 months at the time of disengagement. Inserter/extractor disengagement has been reported in less than (B)(6) of tm humeral surgeries. With the info provided an exact cause cannot be determined at this time. The complaint may be reevaluated with return of product or add¿l info. Eval: review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.